Event description:
The patient received the scs system on (B)(6) 2006. It was reported the patient had lost left-side coverage. A full parameter diagnostic revealed invalid impedance values on all contacts. The physician decided to add an additional different model lead for better coverage. No patient complications were reported. Stimulation was restored post-operative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.